Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: complaint could not be confirmed. The reason for the reported condition could not be determined. No lead anomalies were found. All electrical and mechanical measurements were within standard device specifications.

Event description:
It was reported that at implant the right atrial lead was "unable to obtain consistent p-waves." The lead was not used and was replaced.